Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy; while retrieving the gall bladder, the pouch ripped and the gall bladder fell back into the patient, but remained intact. They removed the gall bladder without using a pouch. The pouch ripped, but no pieces fell into the patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # = n90w2f. The analysis results of the pouch found that it was received fully deployed, with the bag torn. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to how this damage occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.